Event description:
The customer reported that the system displayed a low ma warning and failed to produce an image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced and the charger pcb was checked. A filament calibration was performed. The system was tested and found to be working as intended and put back into service.